Event description:
Failed no sensor [device issue]. Case description: on (B)(6) 2015, a routine review of archived service log findings was performed as part of a project for device improvement. The presence of a delivery failure: no calibration lot counts above maximum, was identified on this device, inomax dsir (B)(4). Although the customer did not report a device deficiency or a serious adverse event with this device, a delivery failure: no calibration low counts above maximum, in a similar device was associated with a serious adverse event in the past and is consider a reportable failure/event. Case comment: on 05/18/2015: this is a non-serious, post-market report involving the inomax dsir delivery device. No adverse event associated with the device failure was reported in this case. The device failure is considered reportable because previous, similar device failure has been associated with serious adverse patient consequence (index case MFR # 3004531588-2013-00022).

Manufacturer narrative:
Device issue with inomax dsir # (B)(4) the review of service order findings was completed on 04/20/2015. Evaluation summary: inomax dsir # (B)(4) was at the manufacturer for preventive maintenance (pm). Service log review performed on (B)(4) 2015 revealed delivery failure: no calibration low counts above maximum. The service log entry is as follows: delivery failure alarm raised: monitored no greater than absolute max of 100 parts per million (ppm), actual value: 104 ppm. Failed low no cell calibration: high point: 1075 counts, low point: 900 counts. Full functional tests were performed and the device operated according to specifications prior to release into device service pool. The root cause for this report is no calibration lot counts above maximum. This condition will be tracked and trended under the company's quality system. This is being submitted to regulatory authorities because a similar failure occured in the past which resulted in a serious adverse event (MDR 3045315588-2013-00022).